Event description:
Product was returned as implant failure at 10 months. Based on the report, patient was a tobacco user, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional 2 stage with prosthetics attachment on tooth location #18. Doctor indicated that the implant was removed because of poor bone condition and pain.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications, except for boxed dimension #1. Although boxed dimension #1 failed to meet the dimensional specifications, it was concluded that minute damage (scratches) to the fixture's hex from the implantation/explantation procedure is what prevents the hex go/no gauge from fitting. The implant was manufactured to specifications but was most likely damaged during use. The implant was returned due to a failure in bone integration, which is not affected by the hex dimensions. The function of the hex is for abutment attachment and has no impact on bone integration. Therefore, the patient's medical history, such as poor bone condition and tobacco use, may have contributed to the implant failure.